Manufacturer narrative:
Initial.

Event description:
It was reported that dexcom g7 continuous glucose monitor (cgm) glucose readings were intermittently unavailable on the ilet while remaining visible on a connected smartwatch, and a pairing failed alert occurred on the ilet; the issue resolved during the call without additional troubleshooting, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected devices with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.